Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided in a returned questionnaire: it was noted that the patient is experiencing blurred vision, and that no pco (posterior capsular opacification) has been observed.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported that she observed some whiteness (milk white) in the implanted intraocular lens (iol) of a patient who had a cataract removal with iol implant procedure on the right eye approximately five years prior in a different facility. It was also reported that the patient's sight was "not so good anymore". Additional information has been requested.